Manufacturer narrative:
As reported in a research article, an amplatzer septal occluder dislocated into the right pulmonary artery during implantation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In a literature article titled "surgical remove of a dislocated amplatzer septal occluder in the right pulmonary artery" dislocation of an amplatzer septal occluder during implantation into the right pulmonary artery was reported. The device was surgically removed successfully and the patient was later discharged 9 days later in good condition. T. Toporcer et al., surgical remove of a dislocated amplatzer septal occluder in the right pulmonaryartery, cor et vasa (2018), https://doi.org/10.1016/j.crvasa.2018.09.003.